Manufacturer narrative:
1. DHR/bhr review (lot#4199365): 1) the products of this batch were assembled at intima ii auto line 4 in aug, 2024, and packaged at r240 package line in aug, 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found, please see the attached. 4. Possible causes: if the patient's arm is tied tight during the puncture, it will cause great pressure in the vein, and blood will come out with the needle when the needle is pulled out, but the subsequent blood leakage will not be sustained. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked the patient came to the CT room on march 9 for a cta examination of the pulmonary artery, the nurse gave the patient a venous assessment, chose the thick vein of the right elbow joint for the patient's venous indwelling needle puncture, and found that the puncture needle was oozing blood when giving the patient a refund of the steel needle, so the needle was immediately withdrawn, and after stopping the bleeding with a gauze block with pressure, the venous indwelling needle was replaced, and the patient's vein was re-selected for puncture for the cta examination.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.